Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful balloon assisted embolization of an unruptured right middle cerebral artery (mca) bifurcation aneurysm. After the balloon was deflated and the device was removed, a demagnified angiogram showed notable decreased transit time in the parietal branch of the mca indicative of small micro emboli. Thromboembolism was very minor and asymptomatic. The patient was given 10mg of reopro intravenously to treat the complication and the event was resolved with no residual effect. The procedure was successful resulting in complete obliteration of the aneurysm. The principal investigator determined that the cause of the event was likely related to the subject device ¿due to the location of the emboli and its appearance after the balloon was deflated.¿

Manufacturer narrative:
The device was not available to the manufacturer.

Event description:
The patient underwent successful balloon assisted embolization of an unruptured right middle cerebral artery (mca) bifurcation aneurysm. After the balloon was deflated and the device was removed, a demagnified angiogram showed notable decreased transit time in the parietal branch of the mca indicative of small micro emboli. Thromboembolism was very minor and asymptomatic. The patient was given 10mg of reopro intravenously to treat the complication and the event was resolved with no residual effect. The procedure was successful resulting in complete obliteration of the aneurysm. The principal investigator determined that the cause of the event was likely related to the subject device ¿due to the location of the emboli and its appearance after the balloon was deflated.¿